Event description:
It is reported by patient's counsel that patient underwent right total elbow arthroplasty in 1998. Eleven years post-op, patient was revised in 2009, wherein loosening and erosion of the proximal ulnar and metallosis was noted. The bushings & pins from previous revision of 2007, were removed as well as the ulnar stem implanted in 1998.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The device was in vivo for approximately 11 years, and the bushings & pin had been implanted a year and half prior to revision. The ulnar implant was revised for erosion of the proximal ulna and metallosis. It was not indicated if the pin and bushings were revised due to an alleged issue or due to typical wear from implantation and use. The patient's height, weight, age, and activity level are unknown. Based on the available information a definitive root cause can not be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.